Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device dropped the clip. The clip did not fall into the pt. A second device was reported to have malformed clips. There was no pt consequence.